Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports about non-union. This pc reports about the nail breakage. It was reported that on (B)(6) 2006, the patient underwent the surgery and transverse fracture of the humeral diaphysis was fixed using the product in question. The nail was immobilized in a pseudoarticular position without fusion, and the nail was recently fractured at the fracture site due to the load on the nail. Therefore, reoperation was performed for the fracture of the upper wrist bone trunk. The surgeon removed the nail fracture, performed an iliac bone graft, and fixed it with a narrow lcp 10 hole. The cause of the nail fracture was that the nail had been fixed in a false joint, which put a load on the nail. As for the pseudoarticulation, it is highly likely that only one distal transverse stop screw was used to fix the fracture, which caused movement at the fracture site, resulting in a pseudoarticulation. The surgeon opined that the product was not the problem in this situation. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) uhn ø7.5 l260 tav dblue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.